Manufacturer narrative:
Initial and final md (B)(4) device 2 of 2.

Event description:
Reference number: (B)(4) event occurred in the united states. It was reported that the patient faced infusion set packaging issue on an unknown date. The issues occurred with two infusion sets. The patient reported that the infusion set inner box and outer box were damaged. No further information available.